Manufacturer narrative:
X-rays have been provided and appears that the acetabular shell had a greater than recommended abduction angle to the shell. Surgical technique suggests the abduction angle to be 45 degrees. Based on the info provided, although not proven, the liner most likely fractured due to the increased abduction angle. However, a definitive cause for the experience observed cannot be determined with certainty. Eval codes: device history records indicate all components were mfg and inspected to specification. The liner had a portion of the elevated liner rim fractured off. This fracture appears to be from a rim loading of the liner.

Event description:
It is reported that the pt was admitted to the emergency room with left hip pain due to dislocated total hip. During the revision the surgeon discovered the liner had fractured.